Event description:
I have developed autoimmune disease including lupus and crohn's as a result of my breast implants. I have breast implant illness, blurry vision, sharp pain in breast, severe joint pain in many joints, swollen joints, heart palpitation, brain fog, gastrointestinal problems, muscle pain, anxiety, sensitivity to light, inflammation, fibromyalgia symptoms, headaches, insomnia, tingling in limbs, difficulty concentrating, decreased libido, and more all developed after getting breast implants. My dr or the MFR did not disclose to me the risks involved with getting breast implants and I was told they were totally safe. If I was made aware of the risks, I would not have made the decision to get breast implants. My implants type is textured silicone. I have been seeing several specialists (gi, ophthalmologist, cardiologist, rheumatologist) to treat the health problems I developed because of my breast implants. I have been admitted to ER and been hospitalized of the side effects of my breast implants. The latest hospitalization occurred on (B)(6) 2019 after visiting the ER for severe pain in joints, extremely low blood pressure and high heart rate. I have developed several food allergies and sensitivities after getting breast implants; (B)(4). FDA safety report ID# (B)(4).